Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6) 2012, inratio: 2.5, lab: 8.7. Inratio and lab results were taken 5 minutes apart.

Manufacturer narrative:
Investigation pending.